Manufacturer narrative:
Devices image received on april 13, 2021. Image evaluation completed on april 18, 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 5, 2021 indicated that the surgery date moved to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel, 400cc silicone prosthesis experienced bilateral rupture post procedure. The issue was confirmed by the MRI examination. As a result, patient scheduled for bilateral replacements with mentor silicone implants on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on february 23, 2021 indicated that the surgery date moved to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).